Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 149.09 mmol/l, and the repeat result was 140.47 mmol/l.

Manufacturer narrative:
In the alarm report, there is an aspiration error. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.